Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. A more detailed analysis could not be provided unless more data will be received or the device will be returned to biotronik. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Per oos, this device was explanted due to early eri indication and was replaced with a philos ii dr, (B)(4). The device was given to the pt and has not been returned. The associated lead was capped due to intermittent loss of capture and undersensing. Should additional info become available, this event will be updated. System removed: arox 45-jbp, (B)(4), MDR 1028232-2010-01341.